Event description:
It was reported to philips that the system had a generator failure, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system clinical use information is unknown. Service no longer required. Case will be completed or cancelled. The onsite work order was cancelled on 23rd july 2025, and the case was closed on 24th july 2025. No work performed by philips. The codes were updated based on the investigation outcome. The evaluation method code was corrected.